Event description:
A non-health care professional reported that during an intraocular lens (iol) implantation surgery, had issue with deployment and when implanted it popped out. Lens was never completely inserted. Half-in-a-half-out and patient had no harm. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).